Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the chuck on the quick coupling device was sticking. As a result, there was a five-minute delay to the surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was most likely due to insufficient and improper cleaning after clinical procedures as organic debris, medical matter, and corrosion were clearly observed. This was further defined as misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.